Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal hood combined with the duodenovideoscope became detached and fell into the duodenum. The issue was identified after sedation while the device was inside the patient, resulting in a procedural delay. The endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure was successfully completed using a similar olympus device. No patient harm was reported

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated field: h2, h11 related emdr cross reference number: (B)(4) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.